Manufacturer narrative:
The failure investigation has been completed and the alleged usb cable issue was verified while based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Additionally, it was reported that the pump touch screen was "switching" screens. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.